Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 400 mg/dl. Customer¿s current blood glucose level was 200 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Troubleshooting was performed. The insulin did exit during manual prime without alarming. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). No unexpected no delivery or no reservoir alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.